Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: the rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no issues. The force calibration was within specifications. The prime issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.